Event description:
Additional information received from the reporter on 05/21/2025 for report number mw5169750. This is a follow-up to a previous FDA report and includes new and more serious information. I underwent inspire implantation on (B)(6) 2018, and over time developed numerous health issues which I now attribute to the device, based on timing, resolution after removal, and corroborating evidence from others. Pre-implant: - discovered on (B)(6) 2025 that the sleep study used to approve inspire did not meet FDA standards. - was told inspire had "tens of thousands of implants" (not true at the time). - surgeon dr. (B)(6) offered to implant regardless of payment, which now raises concerns of kickbacks. - sinus and breathing-related diagnoses were overlooked, and osa diagnosis may have been inaccurate. Post-implant: - experienced significant worsening of symptoms including fatigue, gi issues, hormone disruption, facial pain, and incontinence. - no clear instructions or support were given about device usage; requests for help were ignored. - dr. (B)(6) dismissed evidence of vagus nerve involvement despite some symptoms resolving after device removal. - (B)(6) 2019 lead revision surgery later found symptom was telemetry and fixed remotely by inspire, suggesting avoidable harm during lead replacement. - device was destroyed after displant even though I had requested to have it back for evidence. Ongoing symptoms: 1. Possible lead leakage or insulation failure 2. Erratic blood pressure 3. Depression/ptsd misdiagnosis due to persistent symptoms resulting in total exhaustion and inability to function normally with total disregard 4. Facial pain continues 5. Hormone imbalance continues 6. Incontinence and rectocele continues 7. Immune dysfunction requiring ivig at (B)(6) /month billed to medicare 4. Healthcare provider role & underreporting - no adverse event reports were submitted by dr. (B)(6) or dr. (B)(6) despite clear complications. - inspire reps ((B)(4)) admitted they don't report unless life-threatening. - emails and conversations confirm improper reporting and failure to follow FDA requirements. 5. Device information - product name: inspire upper airway stimulation system - manufacturer: inspire medical systems, inc. - implant date: (B)(6) 2018 - explant date: (B)(6) 2025 - surgeons: dr. (B)(6), dr. (B)(6), 6. Additional concern ¿ systemic underreporting & misleading success rates - a facebook group of 600+ users share similar complications with inspire. - reported success rates from users are closer to 45%- -not the 85% claimed by dr. (B)(6) - complaints are diverted to sales reps offering upgrades instead of proper reporting. - inspire's internal tracking of complaints may be incomplete or inaccurate. 7. Patient statement I feel I was used as a test subject. Despite extreme financial, physical, and emotional harm, I am willing to provide supporting records and evidence if FDA or doj will pursue a credible investigation. Patients must be able to make informed decisions based on real risks and not curated sales statistics.

Event description:
1. Initial implant ¿ (B)(6) 2018 at (B)(6). Immediate post-op complications included migraines, damaged dental work, and later severe tongue and throat complications. Ongoing symptoms included erratic device behavior (tongue pulsing, electrical leakage), movement/shifting discomfort and poor support from inspire. 2. Exploratory surgery ¿ (B)(6) 2019 at (B)(6) by dr. (B)(6), inspire thinking lower lead might not be intact, but surgeon confirmed it was still in place. Inspire directed surgeon to replace lead and she complied. When trying to find out cause of complications, dr. (B)(6) referred patient to inspire. Inspire immediately said the lead had not been returned to them to confirm, and they would not report to the FDA since did not have evidence, contradicting MDR requirements (21 cfr 803) which mandate reporting regardless of device availability. In addition, informed they were only required to report 'life or death' adverse events, contradicting FDA regulations. 3. Recurrent malfunction 2024 tongue pulsing, electrical leakage symptoms but was resolved remotely by inspire in dr. (B)(6) office, and patient informed was due to telemetry issue. This implies 2019 surgery was unnecessary and raises concerns that inspire directed unnecessary hardware replacement in lieu of disclosing a software-related issue. 4. Device removed (B)(6) 2025 by dr. (B)(6) upon patient request for many reasons including: a) inspire said new version would fix my defective one. B) patient and spouse awake to her screaming in pain. C) constant discomfort when shifting, d) tongue fatigue, and e) magnetic resonance imaging (MRI) & security scanning limitations. Appears vagus nerve disruption likely cause of many unexplained symptoms. No adverse events appear to have been reported to FDA on my device despite multiple surgical interventions, persistent symptoms, and patient-reported pain as the following concerns and patterns which have emerged: ¿ patient was told in 2018 when evaluating that the FDA had fast tracked approval based on the outstanding response to the star trial was so successful, and there were tens of thousands implanted with excellent outcomes. Recently discovered the star trial was created, monitored and reported by inspire and there were not tens of thousands successful patients in 2018. * doctors repeatedly deferred to inspire when questions arise and inspire either failed to respond or denied responsibility. ¿ medical professionals in multiple facilities and specialties indicated they have other patients experiencing similar experiences, or it just didn't work, the cancer patients being the saddest. Many of these are likely abandoned and not reported. ¿ all data FDA has available for patients appears to be corrupt, incomplete and/or misleading and their approval should be revoked until it is validated. ¿ inspire's ethics and credibility are under scrutiny from not only patient's experiences, but currently have a class action suit by investors, and more recently department of justice investigation begun. There have been too many tests for problems incurred over 7 years by this device to report but can be gathered if relevant. This occurrence was exploratory surgery anticipating that lower lead was not working properly, was in fact in place and functioning, and several years later, same problem occurred and was determined software problem, so had device been tested as patient told, surgery would not have been needed. Not reported to FDA.